Manufacturer narrative:
As of 18-jul-2023, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A follow-up MDR will be submitted if additional information is obtained. As of 19-jul-2023, a system log review cannot be performed because the system logs are not available.

Event description:
A few hours after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion size was 1 cm and in the left upper lobe. There were no complications or issues during the procedure. Per the physician, the ion system was unable to reliably locate the lung nodule and the procedure was almost completely dependent on using fluoroscopy and radial ebus to navigate to the location of the nodule. A few hours post procedure, the patient experience chest pain, shortness of breath, and shoulder pain. A pneumothorax was identified via chest x-ray. The initial size of the pneumothorax was moderate to large. The patient had a small pigtail chest tube placed by interventional radiology right after the discovery of the pneumothorax. The physician did not think the actual ion system caused the pneumothorax, but that the pneumothorax occurred due to the transbronchial biopsies and needle aspirations. The physician was not sure if the pneumothorax would have occurred via another biopsy modality. The patient was hospitalized for 48 hours, then discharged home. Ultimately the biopsies were negative and a diagnosis was not obtained.